Event description:
A discordant thyroid stimulating hormone (tsh) result was obtained on one patient sample on an immulite 2000xpi instrument connected to a versacell sample management system. The operator questioned the result and discovered that the sample was dropped prior to being processed by the analyzer. A small amount of sample had spilled out. The sample was repeated on another immulite 2000xpi instrument and the result was in the respective normal range. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tsh result.

Manufacturer narrative:
The initial MDR 2247117-2013-00060 was filed on june 26, 2013. Additional information (01/24/2014): siemens healthcare diagnostics has investigated the instances of incorrect results being generated on an immulite 2000/immulite 2000xpi analyzer connected to a versacell sample management system. Several conditions must all occur for incorrect results to be reported. The sequence of events begins with a sample tube being dropped by the versacell system while transferring the tube to an immulite 2000/immulite 2000xpi automation rack, resulting in the immulite 2000/immulite 2000 xpi analyzer level sensing in the empty position, leading to aspiration of air instead of sample. Urgent medical device correction (umdc) 2014-02-03 "immulite 2000/2000xpi/versacell: level sensing associated with dropped sample tubes" was sent to customers in the us in february 2014. Urgent field safety notice (ufsn) 2003 "immulite 2000/2000xpi/versacell: level sensing associated with dropped sample tubes" was sent to customers outside the us in february 2014. The umdc/ufsn describes the sequence of events that must occur for incorrect results to be reported and lists the actions to be taken by the customer to prevent reporting of incorrect results. Correction (01/24/2014): the initial MDR was filed against the versacell sample management system. The initial MDR states that the cause of the discordant tsh result was unknown. The cause of the discordant tsh result was the immulite 2000xpi analyzer level sensing in the empty position, leading to aspiration of air instead of sample.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined the cause of the discordant tsh result was unknown. The fse collected the log files, observed the versacell pick up and place samples from track to analyzer, and the device was working according to specifications. The barcode on the sample tube was assessed and no issues were found. The instrument is performing within specifications. No further evaluation of the device is required.